Event description:
The product complaint report shows the customer alleged the loss-of-power alarm was intermittent. The malfunction was discovered during a pre-pt check out of the device and there was no pt involvement. The customer replaced some components as a precaution. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.